Event description:
It was reported that a male patient was treated with a urethral bulking implant following a radical prostatectomy that had rendered the patient incontinent. Immediately after the implant procedure, the patient went into retention and had to be catheterized. Within six weeks, the patient passed a large white substance that had apparently eroded into the patient's bladder and was passed in the patient's urine. The patient was returned to his original state of incontinence and is currently pursuing other therapies to manage his incontinence. The patient was previously treated with another bulking material unsuccessfully.